Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump rejected new battery and battery cap was worn. The customer blood glucose was unknown at the time of the incident. Customer also reported that there was scratches on screen and crack on pump. The device will not be returned for analysis.